Event description:
It was reported that during a laparoscopic appendectomy, the jaws of the instrument would not open after applying a clip. The instrument was stuck to the vessel the surgeon was ligating. Another device was opened and clip(s) were placed behind the stuck instrument. Once these clips were in place, the instrument was cut off the vessel. There was no pt consequence.